Manufacturer narrative:
As reported, post implant of the bard flat mesh, the patient experienced adverse symptoms including pain and infection. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Postoperative pain and infection are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the date of event (28-jan-2026) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent hernia repair surgery and was implanted with bard flat mesh. It was reported that, post implant of the mesh, the patient experienced serious medical complications including bowel/intestine infection and physical pain.